Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: pc-(B)(4).

Event description:
It was reported that a patient underwent a pulse field ablation procedure with a varipulse¿ bi-directional catheter and the patient experienced cardiac tamponade which required pericardiocentesis. The patient also suffered a cerebrovascular accident. After the patient left the room, cardiac tamponade occurred. Cardiac massage was performed, followed by drainage, and the patient¿s blood pressure stabilized. After returning to the ward, the patient complained of paralysis on the dorsum of the left hand, and a cerebral infarction was identified. The patient was under observation. The patient¿s condition did not worsen, and the discharge date is unknown. Activated clotting time was over 300 seconds. One transseptal puncture was performed with a radiofrequency needle. Around 10 ablations (30 applications) were performed within the pulmonary veins. There were no abnormalities observed prior to or during use of the product. Physician assessment of health problems is serious. The physician's opinion on the relationship between the event and the product is that there was a possibility of air embolism. Regarding the cardiac tamponade, it was likely attributable to the beeat coronary sinus catheter, as the bleeding originated from the right ventricle. The cause of the cerebral infarction may have been an air embolism, and the physician does not believe it was related to varipulse.